Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the air input fitting missing and o2 indicator damaged. Root cause was user interface damage to o2 indicator, non-return valve (nrv)/oscillator failure. A device history record (DHR) review was not performed due to the age of the device and there was no indication of a manufacturing defect during the investigation. Actions taken: the o2 supply indicator was replaced and e time non-return valve (nrv) in oscillator.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a baby pac 100 on a transport incubator system was faulty. No patient involvement was reported.